Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant infromation.

Event description:
The patient did not move forward with re-implant due to lack of efficacy. Additional information received noting that the lack of efficacy was cause by the patient's device being disabled since october 2020 when high impedance was observed.

Event description:
The patient underwent surgery and both the generator and lead were explanted. The explanted devices were discarded.

Event description:
Patient presented with high lead impedance and was referred for full revision (replacement of the lead and generator). No known surgical intervention has occurred to date. No other relevant information has been received to date.